Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the male luer was cracked into the cap of a patients central line. Further inspection observed a trace of external force was applied to the component, making an appearance of white color. The reported condition was verified. The cause of the condition was due to the supplier material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of a clearlink system continu-flo solution set was separated and stuck into the central line cap. This issue was identified after patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.